Event description:
It was reported that device contamination occurred. The patient underwent percutaneous coronary intervention. The 77% stenosed target lesion was located in the severely calcified proximal left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was selected for use. However, during the procedure, the device failed because it was contaminated outside patient. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that device contamination occurred. The patient underwent percutaneous coronary intervention. The 77% stenosed target lesion was located in the severely calcified proximal left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was selected for use. However, during the procedure, the device failed because it was contaminated outside patient. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There were numerous hypotube kinks to the device. There was contrast in the inflation lumen and the balloon. There was blood present in the guidewire lumen and the balloon was loosely folded. There was no further damage or irregularity to the device.